Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The catheter was placed in the patient about 1 month ago. On (B)(6), blood leaked from the insertion site.